Manufacturer narrative:
Follow up 13-jun-2016: the number of follow up attempts have been completed, without response to date. No new information was provided.

Manufacturer narrative:
Follow-up received on 10-may-2016 quality-safety evaluation of ptc: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and had a displaced essure coil. An attempt to remove the coil was performed, but failed. This event is serious due to medical significance and listed in the reference safety information for essure. During essure micro-insert therapy, there is a risk that the device could move out of fallopian tubes. In the present case, the exact date and mechanism of the device dislocation was not reported. The exact location of the device was not specified. Physician tried to remove the coil, but the removal method was not specified. Given the nature of the reported event, a causal relationship with essure cannot be excluded. This case was regarded as incident, since device removal was attempted (intervention implied). The product technical complaint investigation resulted in an unconfirmed quality defect. Further information is expected.

Event description:
This is a spontaneous case report received from a physician in united states on 12-apr-2016 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted. Physician needed advice on how to find a displaced essure coil that showed up on a scan but was unable to find on first attempt to remove. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and had a displaced essure coil. An attempt to remove the coil was performed, but failed. This event is serious due to medical significance and listed in the reference safety information for essure. During essure micro-insert therapy, there is a risk that the device could move out of fallopian tubes. In the present case, the exact date and mechanism of the device dislocation was not reported. The exact location of the device was not specified. Physician tried to remove the coil, but the removal method was not specified. Given the nature of the reported event, a causal relationship with essure cannot be excluded. This case was regarded as incident, since device removal was attempted (intervention implied). A product technical analysis and further information are expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.